Event description:
Two samples with discrepant psa results. Same samples used for repeat testing on same analyzer. Sample 1, initial result gave 0.058 ng/ml; expected value of sample was 0.075 ng/ml. Sample 2, initial result gave 18.31 ng/ml, expected value of sample was 0.15 ng/ml. The sample was repeated twice and gave results of 0.113 and 0.112 ng/ml respectively. If add'l info is received, appropriate notification will be provided.